Event description:
Per the independent repair center, the customer alleged problem is alarming/red light. The key failure is the power switch has no alarm.

Manufacturer narrative:
Unit was evaluated and repaired by an independent repair center.